Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle tip remained exposed after retraction was confirmed from the photograph that was provided for investigation. The photo showed a partially retracted needle with the needle tip extending beyond the opening in the grip. Due to the position of the needle, barrel damage that would preclude full retraction of the needle was a potential contributing factor; however, the barrel was hidden behind the fingers that were holding the device and the root cause of the exposed needle could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
"It was reported that one bd insyte autoguard pnk 20ga x 1.16in needle did not fully retract the needle. The following information was provided by the initial reporter: we¿re seeing a pattern with the safety mechanism on the 20ga insyte autoguard not completely covering the end of the sharp after deployment.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.